Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. The lot number was provided. A review of the device history record is forthcoming. A follow-up will be submitted with all relevant information. Devices #1 and #2 proglide, are being filed under separate manufacturer report numbers.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A suture break, or fracture can be caused by a number of factors including, but not limited to too much tension applied, or the suture was nicked. However, without the product to examine, a determination of the root cause for the suture break/detachment cannot be made. Ultimately, the return of proglide device may have aided the investigation in determining a cause for the experienced suture break. To ensure this type of experience is not a result of a potential product related deficiency, a sampling of sutures are tested under stress for diameter measurements before release to manufacturing. A sampling of finished devices is also tested to verify the functionality of the device. A review of the finished product lot history record did not reveal any nonconforming material records associated with this lot. In this instance, based on the information received with this complaint and without the product to examine, a definitive cause for the reported experience cannot be determined.

Event description:
It was reported that a physician trained in the use of the perclose proglide device attempted arteriotomy closure of the common femoral artery after an abdominal aortic aneurysm repair procedure. Reportedly, the needles to cuffs did not engage. The device was removed and a second proglide device was attempted but with the same results, the needles to cuffs did not engage. The second device was removed and a third proglide device was attempted, but the suture fractured at the end of the case. A fourth proglide device was used to achieve hemostasis. There were no reported adverse patient effects. Though requested, no additional information was provided.